Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 02/14/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor ad trend relating complaints.

Event description:
The event is reported as: the customer alleges that the heater shuts down and will not turn back on for 10 to 20 minutes. No report of a patient injury or delay in treatment.